Event description:
Caller states that patient tested at 344mg/dl on a different device and was given 15 units of insulin. Approximately 5 hours later the pateint tested at 7mg/dl on an istat device. A half hour later, caller states that a test was performed on the istat: 157 mg/dl and this device: 220mg/dl. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.